Manufacturer narrative:
The event involved a percutaneous coronary intervention of a tortuous left anterior descending (lad) artery. According to the IFU, cypher select plus is indicated for use in discrete lesions. No other vessel or lesion characteristics were given. It was reported a 3.50 x 33mm cypher stent deployment system (sds) experienced tracking difficulty and was unable to reach the lesion after pre-dilation. The device was withdrawn and the procedure completed with two driver bare metal stents. The sds was returned for failure analysis with the associated stent. Visual inspection found the unit had bends at 50cm and 90 cm from the hub and the proximal struts were uplifted. The third section of omegas and struts (from the distal end) were compressed and the stent was compressed at the mid section. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are vessel factors that may have contributed to it. It was verified by the account the strut uplift and damage to the omegas occurred during the procedure. Please note that this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
A report was received from another country associating a cypher stent with tracking difficult as the physician tried to navigate the stent delivery system are pre dilatation. The target lesion in the left anterior descending coronary artery was tortuous. No further information was given and there was no report of injury to the patient. When the product was received for analysis, it was noted that the stent strut was uplifted and the stent was also compressed. Further investigation revealed the stent strut uplift and the compressed stent occurred during use.